Event description:
The tip of the forceps broke (399.086) during a procedure.. No excessive force used. This is report 1 of 1. (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records revealed no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
An investigation and manufacturing evaluation was completed: the investigation of the complained forceps has shown that one prong is broken off as complained. Further investigation regarding the manufacturing documents shows conformity to the specification (manufactured in june 2012). The broken surface is homogenous which indicates material conformity as well. The exact cause of the failure cannot be determined. This is indicative of too much applied mechanical force beyond its calculated design during use. The instrument was manufactured according to the specifications. According to the reported complaint the instrument was used for a hand fracture, which is not an intended use within trauma and could be evaluated as off-label use. Part 399.086 was released for the use within compact foot system. Device is used for treatment not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The device was used during a hand surgery.